Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the device was not switching on. Analysis of the system log file showed that there was malfunction in the host pc hard disk. During troubleshooting, the rse found that blue dump was coming on screen. The rse reset the host pc, hard disk and restarted the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system failed to power on. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.